Event description:
It was reported that since the pump replacement on (B)(6) 2013 (see manufacturing report # 3004209178-2013-12033), the patient has had 3 "adjustments" is still "not right". Patient was concerned with the new pump, as she was having the same symptoms again. The patient indicated with the pump just put in, they were trying to get her pain under control, with 3 adjustments in 2 weeks, and the patient reports living 2 hours away from clinic. Following the pump replacement, the first adjustment took place in the hospital, where the patient indicated having to stay in the hospital for an extra day due to vomiting and having withdrawal symptoms. The patient indicated that the symptoms also could be contributed to the fact that the health care provider (hcp) had willingly under-dosed her because they did not know how much the pump was giving her prior to the replacement. The hcp adjusted her in the hospital and the patient did feel better. Then, less than a week later, the patient called in agony and they brought her in and increased it again. Then at the patient¿s regular post-op appointment, they had to increase it again. The patient indicated that usually after giving it 48 hours they usually feel the results, and that is not the case in this instance. Additional information has been requested, but was not available as of the date of this report. The pump device was used to deliver the pump device was used to deliver morphine and clonidine.

Manufacturer narrative:
Product ID 8596 lot# serial# (B)(4), implanted: 2006 (B)(6), product type catheter. (B)(4).